Event description:
The report from the study indicated that, approximately thirty (30) months after the index procedure, the patient was admitted to the hospital with unstable angina class 1b. No stress test was done. The patient was found to have restenosis of the previously implanted cypher 2.5 x 23mm stent (stent#4) in the distal right coronary artery (rca). A re-percutaneous transluminal coronary angioplasty (ptca) was done and an additional cypher stent was used to treat the restenosis in the mid and distal rca lesion. A total of 194cc of contrast was used for the interventional procedure. The relationship of the adverse event (ae) to the study device and procedure was not available at the time of the report. There were no reported problems noted with the other cypher stents implanted during the index procedure.

Manufacturer narrative:
The patient was admitted to the hospital and screened/included for admission into the study, the same day as the index procedure. The patient had a total of four (4) cypher stents implanted during the index procedure. A cypher 3.0 x 13 mm stent (stent#1) was implanted in the proximal left anterior descending (lad) coronary artery target lesion at 16 atm. A cypher 3.0 x 28mm stent (stent#2) was implanted in the mid lad target lesion at 18 atm. A cypher 2.5 x 23 mm stent (stent#3) was implanted in the distal lad target lesion at 12 atm. A cypher 2.5 x23 mm stent (stent#4) was implanted in the distal rca target lesion at 12 atm. Please note that the two (2) cypher 2.5 x 23mm stents implanted in the distal lad and distal rca were of the same catalog and lot number. The patient also had a lesion in the right posterior descending artery (rpda) that was treated by ptca only at 8 atm. The total amount of contrast used for the procedure was 300cc. The cardiac enzymes measured at the six (6) hour and twelve (12) hour time period and at discharge were reported to be normal. The patient was discharged the day after the index procedure without any complaints of angina. There were no reported adverse events (ae's) reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that device is distributed outside the united states, however, it is similar to the united states product.